Event description:
The rptr did meter to lab comparsion tests, 45 minutes apart. Rptr's meter readeing was 368mg/dl and the labe result was 260 mg/dl, and the lab result was 260 rptr was experiencing dizziness. No further details were given. Followup attempts to contact the rptr for add'l info have not been successful.